Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and severely tortuous left circumflex (lcx) artery. A non-bsc catheter was advanced; however, a bent portion at the proximal shaft was noted. A 38 x 3.50mm promus premier¿ stent was then slowly advanced to the lesion; however the device came into contact with the shaft of the non-bsc catheter and a little resistance was encountered. When the device was removed, the distal edge of the stent was found to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).